Event description:
Stasis disposable raptor grasping device needed for a case. Package opened and upon review, the cleaver did not work. Not sure if broken. Device not used and another raptor grasping device taken off shelf and functioning and then used in patient case.